Event description:
While stenting in cath lab, the shaft of the stent catheter broke off inside the pt. The pt receive over 100 minutes of fluoro time and had to be have both groins accessed instead of just one.